Event description:
Baby required intubation due to severe tachypnea and retractions. Prior to intubation the procedure is to oxygenate with 100% o2 with ambu bag. The respiratory therapist (rt) grabbed the ambu bag in room and attempted to bag, but the bag seemed to be malfunctioning; it was easy to squeeze with no chest rise. On "override" it sounded as if the bag had a leak. Another positive pressure ventilation (ppv) bag was obtained and functioned properly. The baby then successfully intubated.